Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe plunger rod was broken. The following information was provided by the initial reporter: "syringe plunger broken and syringe plunger flange missing detected."